Event description:
It is reported that the pt received an acetabular cup, left side on (B)(6) 2011, and underwent a revision surgery on (B)(6) 2012 after checking metal level in blood.

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for the specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).